Event description:
The button was stuck down and on (active). As the nurse was going to disconnect the pencil from the esu, the dr. Inadvertently touched the blade before the nurse had unplugged it.

Manufacturer narrative:
The actual device was received and evaluated. Co could not verify or duplicate the reported event. A thorough review was done of our complaint database. This was found to be the first complaint we have received with the lot code referenced.